Event description:
It was reported to vyaire medical that the 3100a ventilator has rear leak and bad wheels. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to water trap threads were stripped and 3 of the wheels are broken. As a resolution water trap assembly and casters was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.